Event description:
Patient reported that the pt did a meter/lab comparison approx 1.5 hrs apart. The ss result was 8.3 mmol/l (which converts to 150 mg/dl) and the lab reading was 303 mg/dl (50% difference). Their ss meter reading was done in a fasting state while the lab reading was taken in a fed state. No symptoms were reported. Lfs rep helped patient set up meter to read mg/dl, reviewed qc procedures and discussed meter/lab comparisons. There was no allegation of harm.